Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The health care professional (hcp) via the manufacturers¿ representative (rep) reported that the patient had an x-ray that showed fragments nearby. The fragment was a single electrode from a past lead. It was incidental x-ray find. Additional information from the rep reported that there were no complications observed from having the lead fragment. The rep had no additional information on where or why it happened. Additional information from the hcp reported that the patient had sensation on lead #2 and #3 but 0 and 1 really were not functional. The patient was not getting adequate stimulation. They tried to adjust the device on 2 occasions but the stim was not adequate, they decided to replace the lead. When they attempted to remove the old lead in the s4 foramen, the tines were not disengaging. The wire broke distal to the tines during the procedure. One electrode was left deep in the foramen. When they attempted to remove it, it was deep and there was concern that further dissection could cause problems. The lead was left in place. There was no further information provided about this event. The event was updated with follow-up information. If additional information is received, a supplemental report will be sent.